Event description:
During the evaluation of the device at the manufacturer's service center, a ventilator's oxygen blending module board and interface board were replaced for "service required" alarm conditions. The oxygen blending module board and interface board were replaced to address the issues. There was no harm or injury reported. The oxygen blending module board and interface board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the oxygen blending module board failure was found to be out of specification oxygen and air flow sensors. The root cause of the interface board failure was found to be capacitor leakage.